Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, the prostyle link separated when the plunger was withdrawn. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.